Manufacturer narrative:
Additional information: h6. The reported event of thrombus on the delivery sheath and occluder could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 25mm amplatzer amulet was selected for implant. An 12f amplatzer amulet delivery systems was used to deploy the device. During deployment, a thrombus developed on the amulet and the 12f amulet sheath. A heparin shot was given to increase the act (activating clotting time). Both devices were removed and exchanged with a new 25mm amplatzer amulet and 12f amplatzer amulet delivery systems. There was a clinically significant delay in procedure. A small pericardial effusion was present at the end of the case but no further intervention was required. The patient was in stable condition.